Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported worsening mitral regurgitation was a cascading event of the reported tissue injury. The reported patient effect of tissue injury and mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report leaflet perforation and worsening mitral regurgitation requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. An xtw clip was positioned medial on a3/p3. The leaflets were captured and the clip was closed. During final closing of the clip from 60 degrees to full close the mr jet increased suddenly. The jet was visible between the anterior clip arm and the anterior annulus. The clip was opened and two more grasp attempts were done, but it was not possible to reduce the mr. A hole was observed in the anterior leaflet where the clip had been placed. It was decided to retract the clip and abort the procedure. The patient's mr slightly worsening to grade 4. The patient was then transferred to the cardiac surgery department for valve replacement. No additional information was provided.